Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: cpla-0000552462/ cn-002521 ¿ aviva expert - system 1, serial number ¿ (B)(4). Cpla-0000552467/ cn-002522 ¿ aviva - system 2, serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 338 mg/dl on aviva expert meter (system 1) and 30 mg/dl on aviva meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.